Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported false positive results for flu b at 3 different clinics. The customer communicated the results were confirmed by another rapid antigen assay.